Manufacturer narrative:
It is unknown whether there was deviation from IFU in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope control knob was not working correctly, the steering wheel snapped and was faulty. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube had remains of white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; an abnormal sound is made due to deformation of upward/downward angulation control knob ; control unit was shaved; screw stopper was replaced for preventive maintenance; due to wear of angle wire, bending angle in left direction did not meet the standard value; plastic distal end cover had a scratch; adhesive around objective lens had a chip; adhesive around light guide lens and adhesive on bending section cover both had a crack; bending tube was deformed; connecting tube was snaking; due to clogging of jet tube in control unit, water could not be supplied; and the universal cord had coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.